Event description:
It was reported that catheter entrapment occurred. A 5.0 x 40, 75cm mustang balloon catheter was selected. A .035 guide wire was stuck on the balloon catheter. The device was pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).